Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit was not charging the battery. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no patient involved in this event and that there was no loss of mechanical ventilation. It was found that the battery was not charging. This is not a reportable malfunction so this event is not reportable.